Event description:
A nurse reports that a pt's transfer set became disconnected from the catheter. The pt discontinued their treatment and reconnected the transfer set. It was not revealed how this occurred, but the customer has been retrained on proper technique and procedure. The nurse reports that there was no pt injury or medical intervention required for this event.